Event description:
The patient reported, he has had recurring concerns with elevated blood glucose readings and air bubbles in the cartridges of his insulin infusion device. During troubleshooting, the patient stated he does not always change the adapter of his infusion device every 10th cartridge change as recommended. He was advised to do so. He said he allows the insulin to come to room temperature before using it. He stated, the air bubbles appear where the infusion set tubing attaches to the cartridge. He said, he primes the infusion set until there are no bubbles but air bubbles will appear several hours later. Courtesy cartridges and an adapter were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.